Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a battery error message: "full emergency backup may not be available" displayed on the perfusion system. The device was not changed out, as the hosp has a back-up battery system, and the system was used for the case, successfully. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. A manufacturer trained biomedical engineer (biomed) replaced and disposed of the batteries at the hospital, which fixed the issue. No parts or logs were returned to the manufacturer for evaluation. The only script question answered was that they change out the batteries every two years for maintenance. No further information is known about battery charging practices. No additional action will be taken at this time.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) will replace the batteries. The biomed stated that the batteries are changed out every 2 yrs.